Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor board was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system would not boot up. No pt injury was reported.